Event description:
It was reported that there were repeated warnings for high ventricular lead impedance readings through the device. The device was explanted. No patient complications were reported as a result of this event.